Event description:
Information was received indicating that a cadd solis vip pump malfunctioned. The pump displayed a downstream occlusion alarm. There was no patient involved.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported "downstream occlusion" problem was not duplicated but was verified. Sensor output was constant at 138 mv in the manufacturing utility (mu) a/d menu and did not change as pressure was applied. In user mode, the pump alarmed with "cassette not attached properly" which is consistent with the problem reported and which was also recorded in the event history log. It was noted that the downstream occlusion (dso) sensor was faulty and was the cause of the reported issue. Service replaced the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.